Event description:
The customer reported that the cine function was not operating. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue patient delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated the cine drive and its connectors, and reformatted the cine drive. The system operates as intended.